Manufacturer narrative:
The customer did not provide a lot number. Alere is unable to perform further investigation and determine root cause due to insufficient info in the event details. This issue will be tracked and trended.

Event description:
Caller reported potential false negative hcg results on the one step+ hcg urine cassette test. The pt reportedly performed three home tests which were negative. She was seen in the physician's office for a biopsy and a quantitative serum test was performed which showed positive at 174 miu/ml. The following was reported: last menstrual period was not provided. No timer used (uses wall clock). No external controls run on kits. Internal control line evident. No migration, leakage or bubble issues when cassette inoculated. Pouch of cassette opened just prior to inoculation freshly voided sample collected in dry clean container. Not 1st morning urine sample, tested immediately upon collection. No sample available for investigation. There was no reported adverse pt sequela. There was no add'l info provided.